Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the leak reported by the user was confirmed. It was observed that the adhesive was forceps glue was peeling. In addition, the bending section cover (a-rubber glue) was cracked, the biopsy channel (bx channel) had a tear mark and was leaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the leak test at the distal end, during reprocessing. Upon inspection and testing of the returned device, it was observed that the glue on the forceps cover was peeling. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation.

Event description:
Additional information received indicating, bedside inspection steps of the scope and bedside preclean is done after every use of the scope, last reprocessing in-service was scheduled to be conducted by an olympus endoscopy support specialist (ess) on (B)(6), 2022, and all reprocessing personnel are trained on how to properly reprocess. It was also indicated, bedside inspections and preclean were completed as soon as scope were out of patient, distal scope leak was found in reprocessing room during wet leak test inspection, the name of the procedure in this event was fine needle aspiration (fna) and the reported leak was found after the procedure was completed.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During investigation it was noted, the adhesive on the distal end was peeled, damage on the bending section cover was found, and it was not possible to determine if damages were caused by stress or handling. In addition, the following were also found during investigation: failed leak test at distal tip, bending section cover glue was cracked, probe unit was loose, objective lens was scratched, biopsy channel had internal tear mark, leaking and the name plate was missing (s-cover). Olympus will continue to monitor the field performance of this device.